Event description:
The customer reported that a sample barcode in position e4 was duplicated in position h4. The customer also noted that the sample barcode in position a11 was duplicated in position g11 during a run on 7/27/98. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was disatched. This report corresponds to ortho-clinical diagnostics, inc complaint number 98-03469-07.